Manufacturer narrative:
This event was also reported under manufacturer report #3004209178-2020-05754. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that a patient of theirs was reporting that their device was not working. The hcp called back to report more information and reported that the patient had a shocking sensation in both buttocks since the day prior to the call and the patient could not urinate so they were using a foley catheter. The caller reported that a page had been sent by the national answering service (nas) however a manufacturer representative (rep) had not contacted them yet so they were following up again to try to get in touch with a rep as soon as possible. Information was shared with the caller about reps and the paging process. The caller called back and was transferred to nas because they had wanted a rep available for the appointment. On (B)(6) 2020 the hcp called back to report that the patient was feeling painful shocking that had started a few days ago and was getting worse. Technical services recommended that the patient turn the ins off until the rep could check the device. The caller was transferred to nas to page a manufacturer representative (rep). A manufacturer representative (rep) reported on 2020-mar-13 that they had been notified on (B)(6) 2020 of the patient having pain from the stimulation being too strong/that the patient reported pain from the stimulation. The rep reported that they did not have any further information as they had been left a message by an hcp who was not the implanting or managing physician regarding the patient having pain after sacral stim was implanted. The rep reported that they had no further information at the time of the report. There were no further complications reported.